Manufacturer narrative:
The medical device problem code and the type of investigation code have been updated.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from japan alleged a discrepant result for a single patient while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. The alleged sample initially generated a positive result for sars-cov-2 (unknown for influenza a/b). 20 minutes later, a fresh sample was collected and tested with mizuho medy pcr test (smartgene), which gave a negative sars-cov-2 result. 60 minutes after the competitor pcr test, another fresh sample was collected and tested on sysmex antigen test and gave a negative sars-cov-2 result. No information was provided to determine if the questionable result was reported outside of the laboratory. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
No data for the alleged runs was provided, therefore, the root cause cannot definitely be determined. However, the most likely cause of the discrepancy is a difference in technology and/or variability in sample quality between collections. The issue appears to be sample-specific and a systemic product problem could not be identified with the information that was provided.